Event description:
A button would be pressed on one side of the display, and the effect would be seen on the other side of the display. Specifically, pressing cut would cause coag to change. There was no injury.